Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. A getinge field service engineer (fse) was dispatched to investigate the issue. In order to fix the issue, the fse replaced the temperature sensor (0206-00-0734). The fse then checked the operation based on the inspection record sheet and confirmed that was is currently in good working order. The failure analysis and testing department received a temperature sensor probe p/n 0206-00-0734, with a reported of the ¿compressor temperature is unstable¿. Performed visual inspection per the cardiosave service manual and found no visual damage and the part looks to be in good condition. Installed into cardiosave test fixture. Performed and tested in accordance with the cardiosave service manual. Found that all functions were normal. The tests (4hour) did not trigger the reported problem. The failure analysis and testing department was unable to replicate the failure experienced by the customer. Retaining the temperature sensor probe in the failure analysis and testing department per procedure.

Event description:
N/a

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during user inspection, the cardiosave intra-aortic balloon pump (iabp) units compressor temperature is unstable. There was no health hazard to patients reported.